Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was not returned to olympus. Therefore, the reported event and condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is likely that the device fractured due to various factors such as the size, hardness or shape of the calculus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography procedure, when attempting stone extraction from inside the bile duct using the single use retrieval nitinol basket v, the incision site was narrow. The customer attempted to break the stone with the bml handle, but it was too hard and could not be broken, and the single use retrieval nitinol basket v fractured. Additional endoscopic sphincterotomy was performed to enlarge the incision width of the duodenal papilla, and dilation was done with a balloon to retrieve the fractured wire and the stone. The procedure was completed with a back-up device with a delay of less than 30 minutes. There was no intrabody drop of the fractured component and there were no reports of patient harm.